Event description:
Customer reported receiving a button error alarm. He stated that this issue had begun a few weeks prior and would normally be resolved with a battery change, and that the buttons would be less sticky. He also reported that during priming, insulin continued to come out and that he was unable to complete the prime process. He stated that the dome label had fallen off. The blood glucose reading was 126 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarms noted. All buttons function properly. It was noted during visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners.